Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the prodisc-l trial implant was broken off at the head-piece. It is unknown when the issue occurred and if there was patient involvement. This report is for one (1) prodisc-l total disc replacement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: part number: sfw751r synthes lot number: a7ra06 (wo# 919264) release to warehouse date: 08-feb-2008 manufacture site: tuttlingen part expiration date: n/a list of nonconformance¿s: 07/415 an ncr was started for the subcomponent 217.0045 (trial implant body m 3° 10mm) because chamfer 0.3±0,15 x 45° at 3 parts was too big, the parts were sorted out and scrapped. The nc was started to document the scrapping. The ncs have no impact on the complaint issue. Further review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. Traceabilty to the raw material lot number could not be established during this DHR review. Review of the device history record of tuttlingen showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. Pictures were reviewed: two parts are visible on the picture. Breakage cannot be confirmed as the breakage point is not visible. Relevance to complaint condition cannot be determined until the product is returned for investigation. Reporter is distributor. Physical manufacturer; g3 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.